Event description:
The contact stated the customer's blood glucose was tested and the result was 60 mg/dl. The customer's glucose was retested a minute later and the result was 268 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events due to the readings. Troubleshooting showed the system to be operating as designed, so no product will be returned for evaluation.